Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported: 'a revision reverse total shoulder arthroplasty was performed due to a dissociated glenosphere (B)(4). The determined reason for the dissociated glenosphere was improper surgical technique during the primary reverse total shoulder arthroplasty procedure. The surgeon failed to seat the central screw properly in the baseplate, thus preventing the morse taper on the glenosphere to engage properly.' (B)(6), 2014 additional information was received. The device was implanted on (B)(6), 2013. On an unknown date, the patient experienced pain in his right shoulder. An x-ray was obtained that confirmed the device dissociated. The revision surgery was (B)(6), 2014; the device was explanted that day and was revised with a new device. There was no known trauma reported. Additional information was requested by integra.